Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The system will be explanted and replaced with a transvenous system. There were no adverse patient effects. The system was later explanted and replaced with a transvenous system.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The system will be explanted and replaced with a transvenous system. There were no adverse patient effects. The system remains implanted. The system was later explanted and replaced with a transvenous system.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned intact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.